Manufacturer narrative:
A unit has not been returned for review therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 4431919 found that the device met its material, assembly and product specifications, at the time of release to distribution.

Event description:
Clinical study. It was reported 1596 days after a coronary artery stenting treatment procedure, the patient experienced a stent thrombosis. The index procedure treated one target lesion. The lesion was located in the right posterior descending artery (pda). The lesion had 60% stenosis, it was 10mm in length, and 2.50mm in diameter. The physician began treatment with pre-dilation. The physician followed with a 2.50 x 16mm bare metal express2 stent. The stent was post dilated with a 0% residual stenosis. At 1596 days after the index procedure, the patient underwent cardiac catheterization. Prior to this (date uknown) the patient had an abnormal stress test during a routine follow up visit. The catheterization revealed a total occlusion of the pda. The event was resolved using medical therapy only. Per the physician, the event is "possibly" related to the device.